Manufacturer narrative:
A titan touch pump, two cylinders, and exhaust connector / tubing were returned for analysis. A separation was noted in the longer pump exhaust tubing at the tubing/strain relief junction. Testing revealed this to be a site of leakage. Microscopic evaluation revealed the surfaces of the site of separation were rough and irregular, indicating sufficient stress was exerted to separate the site. Microscopic evaluation revealed surface abrasion on all pump tubing, indicating repetitive contact between surfaces. No functional abnormalities were noted with cylinder 1 or cylinder 2. No functional abnormalities were noted with the exhaust connector/tubing. Based on examination of the returned product, it was concluded that while in-vivo all pump exhaust tubing had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the longer pump exhaust tubing at the tubing/strain relief junction. A separation of this type may then allow the loss of fluid, rendering the device inoperable.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the pump tubing leaked. The device was explanted.